Event description:
It was reported that pump housing around usb port was damaged, causing difficulty charging pump. There was no reported impact to the customer. The customer reverted to an alternate method of insulin therapy.